Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device kept shutting off on its own. Additional information has been requested, but was not available as of the date of this report.